Event description:
During a remote follow-up, the device as found to have a high current drain resulting in an abnormal longevity estimation between two closely sent transmissions. Technical support was contacted and found that the recording and transmitting of two records occurred in quick succession. This resulted in incorrect measurements based on the data point on the device. New records do not show the incorrect measurements. No intervention has been performed and the patient was stable and will continue to be monitored.